Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. This complaint investigation is supported by previous investigations conducted through the product technical investigation (pti) process. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, deflectable videoscope exhibited adhesive from the objective lens section was peeled off. There was no patient involvement.